Event description:
D10 with 2.4 meg naci/100 cc and 1.0 meg kcl/100 cc infiltrated right foot. Blanched area 1 cm x 1 cm. Extremity elevated. On 05/12/92 site necrotic with silvadene on it. Surgical consult requested. Imed pump returned to central supply without identification. Quick cath discarded.other devices involved: quick cathgeneric name: intravascular teflon cathetermanufacture name: baxter healthcare corporationevent description: d10 with 2.4 meg naci/100 cc and 1.0 meg kcl/100 cc infiltrated right food. Blanced area 1 cm x 1 cm. Extremity elevated. On 5/12/92 site necrotic with silvadene on it. Surgical consult requested. Imed pump returned to central supply without identification. Quick cath discarded.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.